Event description:
It was reported the patient has been experiencing discomfort at the ipg site. The patient's doctor feels the issue is due to the patient being slender. Surgical intervention is not planned at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.